Event description:
It was reported that a clearlink system continu-flo solution set leaked from the luer valve closest to the patient. The device contained saline. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, h3, h4, f10/h6: medical device problem codes (add code), f10/h6: component codes (add code), h6 (update codes), h11. B5: additionally, the leak was observed due to a bond separation between the tubing and luer. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Pressure and clear passage testing was performed and a leak from the third y-site clearlink was observed. The autopsy was performed at the y-site clearlink which identified a hole in the gland and a post with incorrect assembly. The reported leak was verified from the y-site clearlink. The cause of the component defect was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.